Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: mount case unit was sticky. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction of scope communication error: cause traced to component failure. Based on the results of the investigation, it is likely the following led to the malfunction mount case unit sticky: cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had error b30 scope communication error. The issue was found during set up of the device. There was no patient involvement.